Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/18/2018, that on (B)(6) 2018 , the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).